Event description:
The complaint is reportable based on the analysis completed on 08/27/2009. It was reported that the stent delivery system was unable to cross the lesion. The lesion characteristics are unknown. The liberte monorail stent delivery system was unable to cross the lesion. The procedure was completed with another of the same device with no patient complications. The patient was reported to be good post procedure. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual examination of the returned device found that two stent struts at the proximal edge of the stent were lifted up and bent back distally. The stent was tightly crimped in the correct position on the balloon and had not moved. There was no evidence to suggest that the balloon had been subjected to any positive pressures. No issues existed with the profile of the tip and distal sections of the stent. A 0.015 inch size product mandrel was inserted through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).